Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. Failed battery test not confirmed. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm. Customer was unable to clear the alarm. Customer reported that they placing the insulin pump in storage mode and replacing the battery the insulin pump failed to came back on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.